Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
While attempting to place an lv lead, the physician chose to replace this lead with an active fixation due to personal preference. This device was retained by the hospital. There are no known complaints associated with the functionality of this device.